Event description:
The fastening screws for the two wheel halves broke and the wheel fell apart. This caused the mobile cart for the ventilator to fall over. The ventilator was not connected to a pt.

Manufacturer narrative:
Basing on our evaluation of photographs of the wheel parts and earlier investigations the conclusion is that the cause of the failure is a misalignment of screw holes in the wheel's body halves thereby creating stress concentration during assembly. This in combination with over-torquing can lead to the screws cracking and callapse. In 2003 the wheel's body tooling/jigs were reworked to prevent any misalignment, the fastening screws were as a precaution changed to a stainless steel quality and the assembly torque was specified.